Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4). At this time, carefusion has not received the suspect device component evaluaton.

Event description:
The customer reported while using the vela ventilator, the delivered tidal volumes (vt) was reading 20% less than the set vt. The customer ordered a new main printed circuit board (pcb) for the device in question. Upon investigation, the customer reported patient involvement but no allegation of patient injury/harm.